Event description:
The hcp reported the pt was not getting good efficacy-"withdrawal"-since the new pump was implanted. A dye study and indium study were done with the report of "went to correct location, but took longer than expected." The hcp took the pt to surgery, but did not see anything that warranted the replacement of the catheter. Gave the pt a bolus of medication, but still no relief. A follow up report will be sent when add'l info is received.